Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The use of the mitraclip on the tricuspid valve is against the indications for use per the mitraclip instructions for use (IFU). All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the prolapsed condition of the valve. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because of the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure to treat tricuspid regurgitation. The mitraclip system was advanced into the patient anatomy and positioned. The clip was placed so that it grasped the anterior leaflet and the septal leaflet and leaflet assessment was performed. The clip was deployed; however, after deployment, it was noted that the clip detached from the septal leaflet, but remained attached to the anterior leaflet (slda). No tissue damage was noted. A second clip was implanted close to the first clip on the lateral side with optimal immobilization of the first clip. Tricuspid regurgitation was reduced from grade 4 to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Tricuspid percutaneous repair with the mitraclip system: first implant in (B)(6).

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided: this event was captured in a research article, titled tricuspid percutaneous repair with the mitraclip system: first implant in (B)(6). A followup echocardiogram, performed 4 months post mitraclip procedure, noted that the tricuspid regurgitation remained unchanged at grade 2. No additional information was provided.